Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the pt suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, and other injuries.